Event description:
I'm diabetic. I use the libre 3 plus monitoring system to monitor high glucose. The censor that is used for detection on my arm, is not accurate. The low glucose reading is set at 70. The sensor alerts me all hours of the day with a very load alarm when the reading is too low. This low reading coming from the sensor is incorrect. When I receive a low reading, I use a glucose reader where I prick my finger & take an accurate reading with my blood on the meter. The difference between the libre 3 plus & manual glucose reader with the blood sample is always 15 to 20 points difference. Waking me up in the middle of sleeping has happened several occasions. I am now sleep deprived. I am in consultation with my veterans administration's doctor (B)(6) clinical pharmacist at the (B)(6) hospital. I have contacted libre 3 plus pertaining to this issue. Also, the sensor that goes on my arm has fell off on several different occasions. Then I have to call libre 3 plus for a replacement which takes 3 - 5 business. In the meantime, I have to use the "prick the finger method" to accomplish my correct reading. After using all of my prescription quantity up, the veterans pharmacy has reach the allotted quantity I am able to obtain. This has become a very stressful situation. Being a 21 year retired u. S. Air force veteran, I'm entitled to be treated a little better than this. Regards, (B)(6). Thanks for your time.